Event description:
Findings during revision, disassociated liner with rim fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devises associated with this report were not returned. A search of the complaint database did not show any other reports against the product and lot combinations. A review of the devise history reports did not reveal any anomalies regarding the reported event against the product and lot combinations. The investigation could not draw any conclusions regarding the reported event with the information available. Review of the provided x-rays noted the distal tip of the stem appeared to be more lateralized. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Conclusion and justification status: new etq record created in order to update (B)(4). Reason for original complaint - revision of right hip. ((B)(6) 2011-no clear date given). Sent to kennedys (assumption was the product was asr) product is pinnacle. Not clear apart from 'problems' reason for revision. Original implant date (B)(6) 2007. Revision 2011. Updated 30 august 2011 - findings during revision, disassociated liner with rim fracture. Revision of cup to cemented cuo, stem preserved. Reason for recreate - received information from national joint registry, see spreadsheet attached. Dissociation of liner; wear of acetabular component cup, liner & head revised. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). A DHR review found no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: depuy still considers the investigation closed.

Manufacturer narrative:
Product complaint # ==> pc-(B)(6). Investigation summary ==> conclusion and justification status: from the information reviewed, no changes were required to the previous investigation conclusions. The complaint shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.